Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03755. The pt received 2 scs leads with the same lot number. It was reported the pt has been experiencing his system stimulation turning on by itself after turning it off with the magnet. Lead diagnostics showed low impedance values for the scs lead(s). Follow-up identified x-rays showed no anomalies. Additionally, the sjm rep turned off the pt's magnet mode; however, the issue recurred. The pt was referred to his surgeon to discuss the issue.